Event description:
It was reported that bd unspecified bd infusion set was leaking. The following information was received by the initial reporter with the following verbatim it was reported by customer that encountered three incidents in the cvicu where cardiac medications leaked from the IV tubing after being primed and inserted into the alaris pump.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
Material#: unknown batch number#: unknown it was reported by customer that encountered three incidents in the cvicu where cardiac medications leaked from the IV tubing after being primed and inserted into the alaris pump. Verbatim#: rcc received a complaint via email. Email(s) attached I hope you¿re doing well. We have recently encountered three incidents in the cvicu where cardiac medications leaked from the IV tubing after being primed and inserted into the alaris pump. At this point, it is unclear whether these issues are related to pump malfunction, tubing problems, or user error. To address this situation and ensure patient safety, we are requesting any information, guidelines, or training materials related to the following: 1. Proper priming of IV tubing according to bd manufacturer instructions. 2. Correct insertion of IV tubing into the alaris pump. 3. Safety precautions or best practices to prevent leaks during use. To clarify the issues were the IV tubing was still dripping/free flowing when the channel was either turned off/hold or paused. We have 3 instances were medication met the patient after the medication was placed on hold/paused. We need education for best practice to how to prime and set it up in the channel. Are you our rep that can come do in-services? In regard to the equipment, we sequester it and give it over to matt in agility. I would ask matt for the email below. As we are unfamiliar with this process.